Event description:
It was reported that in 2006, the pt was suddenly unable to hear anything more. A new speech processor was ordered, but even with the new speech processor the pt was unable to hear. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.